Event description:
Patient reported right side rupture confirmed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The patient reported right-side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed, as surgical impact opening (shell thickness was within specification). As per the investigation procedure: non-penetrating nick and particle was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The patient reported, right-side rupture. The device has been explanted and replaced.